Manufacturer narrative:
Concomitant medical products: fr995-23 valve, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Intermittent loss of capture was noted on the his bundle (right ventricular) (rv) lead.  The lead was inactivated and the system was replaced with a leadless implantable pulse generator (ipg).  No further patient complications have been reported as a result of this event.